Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing air bubbles in the reservoir compartment when changing out the infusion set. Through troubleshooting, air bubbles were removed. Customer's blood glucose reading at the time of the call was 165 mg/dl. No further information reported.